Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The site has opted to not replace the device at this time. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that a drill stop guide was loose. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.